Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that per the healthcare provider (hcp), the patient was complaining of not getting pain relief with the basal rate, only with the bolus doses. The patient was getting less than 50% therapy relief and it was their normal pain pattern. The hcp attempted to do a catheter dye study and noted it was very difficult to flush the dye through the catheter. It was noted the logs were also checked. A revision was performed and the physician disconnected the catheter from pump, cut off the sutureless pump connectors, and then tied off the catheter. The catheter was partially explanted and replaced. It was stated that the issue was resolved. The patient status at the time of the report was noted as ¿alive no injury.¿ the pump system was being used to deliver fentanyl, clonidine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.